Manufacturer narrative:
Final analysis of the lead revealed the distal end was bent new out of the box. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead tip was bent. The lead was replaced. It was also reported that the lead was not implanted. There was no patient death or injury. One week later it was reported that patient outcome was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.